Event description:
Pt is status post 70% 3rd degree burn on 6/5/89. As a result of the burn, pt lost right ear. Staged reconstruction of right external ear begun with implant of med-por external ear surgical implant on 2/7/97. Pt did well until 4/29/97 when exposure of tips of the graft was reported without signs of infection or cellulitis. The implant was removed at surgery on 4/30/97.